Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an infection and vegetation was noted. Cultures were taken and antibiotic treatment was necessary. The system was explanted. No further patient complications have been reported as a result of this event.